Manufacturer narrative:
Additional information received: pump indicated delivery complete, clinician indicated reservoir 1/2 full. Unable to duplicate in clinical engineering.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A samples was returned for evaluation. The samples were visually inspected under normal conditions of illumination according to the procedure. Visual inspection found no damage, kinks, or other discrepancies. The sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Test successfully passed; thus, the failure mode is not confirmed. Root cause cannot be determined. No actions taken.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was noted that the pump indicated delivery was completed but the reservoir was half full. No adverse effects were reported.